Event description:
It was reported that during a device procedure, impedance testing was done at 1.0 volts, 1.5 volts, and 2.0 volts and the electrode pairs of 0 and 1, 0 and 2, 1 and 2, 1 and 3, and 2 and 3 were showing greater than 4000 ohms with each test voltage. The impedance of the case and 2 was 3400 ohms. The patient was getting a good bellows response, but no toes when the implantable neurostimulator (ins) was connected to the lead. The lead placement was good and when the lead was tested alone the patient was getting strong bellows on all contacts. The physician attempted to put the lead back into the ins, but the setscrew didn¿t feel right. The physician wanted to use another ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889 lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).